Event description:
This is filed to report a tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with a restricted posterior leaflet and dilated annulus. The first clip got caught in the chordae when inverting to the left atrium. The clip was able to be freed and was removed from the patient with no reported issue. While using the second clip, the physician noticed a flail when trying to grasp the leaflets. The physician over-inverted the clip arms and they got stuck in the inverted position. Troubleshooting was attempted to the close the clip arms and the device was replaced. Imaging was poor. Another clip was used with no reported issue, reducing mr to grade 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Failure to follow steps / instructions. It should be noted that the mitraclip IFU stated under section 24.4 clip delivery system insertion that "confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired." Since the stopcock was in the open position post insertion, this is considered a deviation from the IFU. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to open or close (clip close ¿ difficult) associated with the temporary inability to close the clip from inverted was due to the user error of the clip being over-inverted. The reported unspecified tissue injury associated with the creation of a leaflet flail was due to procedural circumstances (anatomy interacting with device). The reported image resolution poor associated with tee visualization difficulty was due to procedural circumstances (imaging artifacts). The reported improper or incorrect procedure or method was associated with the user error of over-inverting the clip. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.